Manufacturer narrative:
(B)(4).

Event description:
A consumer whose indication for use was essential tremor reported that they experienced chronic pain from around and under the implant. It was noted that their deep brain stimulator (dbs) was removed in (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent